Event description:
Subsequent to the initially filed report, the following information was received stating that on (B)(6) 2019, a second mitraclip procedure was performed to treat mitral regurgitation (mr) with a grade of 4, and to stabilize the single leaflet device attachment (slda). One clip was successfully implanted, reducing mr to a grade of 1. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints. Based on the information provided, a definitive cause for the reported difficulties could not be determined. It is possible that the patient anatomy contributed to the reported single leaflet device attachment (slda) resulting in unchanged mitral regurgitation (mr); however, this could not be confirmed. The reported patient effect of mitral regurgitation is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B1: added adverse event. B2: added hospitalization and intervention. H1: serious injury.

Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints. The reported patient effects of mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information provided, a definitive cause for the reported single leaflet device attachment (slda) could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Prior to the procedure, the patient¿s blood pressure was noted to be 120mmhg. While performed the transseptal puncture, the catheter jumped to the opposite side of the atrium. The steerable guide catheter (sgc) and clip delivery system (cds) were not in the anatomy at the time. After the sgc and cds were entered, additional heparin was given; however, at this time the patient¿s blood pressure dropped to 50mmhg. The echocardiologist then confirmed that a pericardial effusion had occurred, causing a cardiac tamponade. Pericardiocentesis was successfully performed to treat the pericardial effusion. It was noted that after the pericardiocentesis, the patient¿s health was very poor. The physician stated that the hypotension, pericardial effusion and cardiac tamponade were not caused by the sgc or cds and were a result of the catheter jump during the transseptal puncture. The physician decided to continue the procedure; therefore, the clip was deployed at a2-p2. A few minutes after clip deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The cds and sgc were removed and the physician reversed heparin, but the cardiac tamponade was still ongoing. Therefore, the patient underwent surgery to treat the cardiac tamponade. Mr remained at a grade of 4. The physician stated that the sgc and cds did not worsen the cardiac tamponade. There was no clinically significant delay in the procedure. No additional information was provided.